Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the baseline testing completed on the device found no failing conditions. No abnormalities were noted that would have resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was part of a system revision due to infection/sepsis and erosion. No additional adverse patient effects were reported.